Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, an error message was revealed during interrogation. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.